Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a return of symptoms. The patient was hospitalized with increased spasticity in his legs for the past 6 days. The increased spasms caused more discomfort in the patient¿s lower extremities. Two weeks prior to the report, the patient was ¿lowered down¿, falling hard on his buttocks. It was noted that the pump was in the right lower abdomen and the catheter tip was supposed to be up to the patient¿s cervical spine. The patient was also diagnosed with a mild urinary tract infection and was treated for it. However, the patient¿s symptoms were not much better at the time of the report, but he was stable. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 8591-38, lot# c16816, implanted: (B)(6) 2008, product type accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8590-1, lot# n138478, implanted: (B)(6) 2008, product type accessory. (B)(4).